Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient states they have to blow nose every morning. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped, and no evidence of foam degradation was found. During the evaluation, foam particles were not visible.

Manufacturer narrative:
H3 other text : serviced by third party service center.